Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. On (B)(6) 2025 the patient briefly shared she was hospitalized, stating that she passed out, had a concussion at that time. The patient explained that she has memory problems due to the concussion and said her head has not fully healed. The patient was unable to recall details of what happened during that november event and repeatedly stated that she does not know whether it was related to dexcom or involved any device issues. The patient confirmed she could not provide additional information due to memory gaps. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.